Manufacturer narrative:
Ligament laxity was reported for patient with a total knee implanted. Revision surgery is scheduled to exchange the poly inserts.

Event description:
Ligament laxity was reported for patient with a total knee implanted. Revision surgery is scheduled to exchange the poly inserts.